Event description:
The customer reported the system power is not coming on, no boot. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.